Event description:
Technical services received a call on 09/16/2011 from sales rep. Rt sided biv, noted outer insulation of the fidelis was peeling away. Laser lead extraction on the 6949. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).